Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with an increase in capture threshold. High pacing impedance was also noted. An x-ray was performed but no changes were made. The patient was in stable condition.

Event description:
New information received notes the patient's right ventricular lead was capped and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.